Event description:
It was reported that a patient underwent an arthroscopy procedure on (B)(6) 2013 and suture was used. The needle was fine when came out from the pack. After the surgery, it was found that the tip of the needle was broken. They tried to find the tip in patient but failed to find it. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/20/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.